Event description:
"Epidural catheter sheared off in pt, length of catheter in pt unk. Catheter end remains in pt. Both needle and epidural catheter were in place when the doctor was unable to inject medication, doctor decided to withdraw the catheter."